Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had a broken cable. The procedure was completed but the patient outcome is unknown.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.